Manufacturer narrative:
According to the available info this inflatable penile prosthesis revised on 1/24/97 due to "autoinflation. An implant date was not provided. In the received info the physician stated that the device "would reinflate seconds after deflating." The physician stated that this began to occur "1 wk" after the device was implanted. Following this the pt reported "pain from erect penis rubbing against [his] pants." The physician stated that the cylinders were left in the deflated state at implant and the pt waited six weeks before using the device. Additionally, the physician noted that the pt had "significant scarring in pelvis" and stated that this may have contributed to the reported event. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures. Because qa's examination can niether confirm nor disprove the report of "significant scarring," and due to the nature of this event, qa accepts the physician's observations of autoinflation and that the noted scarring may have contributed to this occurrence. Additionally, the product literature which accompanies this device indicates that autoinflation is a potential inherent risk associated with the use of inflatable penile implants for which there are a number of potential contributing factors autoinflation of inflatable penile implants can occur, generally as a result of: -an implant having been left in an inflated state during the postoperative healing period, resulting in the formation of a capsule around the deflated reservoir component; -placement of pump or reservoir components in an inadequate pocket; -heavy capsule formation around the pump or reservoir components; or -excess fluid in the system.'

Event description:
Per the info provided to co by the physician's office, the device was removed due to "autoinflation". As reported to co, the reservoir and some assembly kit component(s) only were removed and replaced; leaving the pump and cylinder(s) inplace from the initial implant surgery performed approx. Two months prior. 1/30/97-upon receipt of add'l info requested from the physician/surgeon he reiterated. "The reason for removal was due to autoinflation", additionally, "the pt waited 6 weeks after implantation before using the device. No fluid loss was observed at the time of surgery from the device. The pt has significant scarring in the pelvis from a previous cystectomy which may have contributed to this occurrence".